Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. However, it was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device was also received with cracked display window corner, reservoir tube lip, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother called on (B)(6) 2014 to report that the insulin pump alarmed motor error but she did not have the device available to troubleshoot. The customer called back on (B)(6) 2014; he reported that the motor error alarm occurred on (B)(6) 2014 during prime and he had not been using the device since then. The customer stated that the device was not exposed to a magnetic field. Blood glucose value was 141 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.